Event description:
It was reported that during an upgrade procedure from implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d) from the left side, a complication of unknown cause occurred while the physician was trying to intubate the coronary sinus ostium. The 6250vi-ehxl attain command catheter was in use with a steerable ep catheter when the patient suddenly lost blood pressure and became apneic. Resuscitation attempts were unsuccessful. Cause of death was unknown. There were no product performance allegations.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6250vi-ehxl percutaneous catheter; 6250vic percutaneous catheter; su105 competitor safe sheath; 6207-d1 competitor introducer. (B)(4).